Event description:
The patient underwent angioplasty to treat a 90% stenosed lesion in the middle cerebral artery. After predilation, the angiogram revealed bleeding. The physician ended the procedure. The physician neutralized heparin and used protamine. The patient was reported to having a stroke and is currently in coma.

Event description:
The patient underwent angioplasty to treat a 90% stenosed lesion in the middle cerebral artery. After predilation, the angiogram revealed bleeding. The physician ended the procedure. The physician neutralized heparin and used protamine. The patient was reported to having a stroke and is currently in coma.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was disposed; therefore analysis cannot be performed. There is no evidence that the device was used in a manner inconsistent with the labeled indications. Information available revealed no evidence that the reported clinical event is attributable to a device related root cause. As the reported events are anticipated in the directions for use (dfu), a root cause of anticipated procedural complication was assigned to this event